Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11-jul-2016 and confirmed that this device was not previously returned for service and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had patient error. The technical support specialist confirmed that the issue was site-wide and was being investigated by epic to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had patient error. Customer stated that received multiple calls from nurses that patients not showing up in pyxis. Nurse checked if orders crossing and she can see patient and orders on the server. Performed restart machine and still nurse unable to find patient. Only when I went into all patients on the station, did the patient actually come up. There were no adverse events or injuries reported based on this incident.